Event description:
It was reported that a spectrum pump had a system error 322. There was no pt injury. No further info was provided. The pump will be returned to baxter for eval.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The unit was tested for 24 hours with no occurrence of a system error 322. However, a review of the history log confirms the system error. Further eval determined that the upper and lower aux were the failing components. As a result, the upper auxiliary flex assembly was replaced.